Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient stated that the keypad buttons have been intermittently unresponsive for the past three to four days. She noted that the ok keypad button is the most difficult to obtain a response from. The patient stated that she wears the pump in her pocket and does not clean the pump.